Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-13. H.6. Investigation summary: two hundred seventy-three (273) samples that came in bulk received for investigation. There were three samples have no packaging flow wrap out of 273 samples received. The three samples with no packaging flow wrap came together hold by a piece of packaging tape. A visual inspection was performed. Two of them have the luer tip missing, and it was broken off; the other one has the luer tip damaged. The other 270 samples were first visually inspected by removing the tip cap; all of them have the luer tip. No damages observed; then, each one was connected to an extension IV set, and no damages were found. Three samples were received with the luer tip damaged. Two syringes have the luer tip broken off. This type of damage occurs when an excess of torque is applied while connecting the syringe to the IV set. Based on the investigation and analysis of the samples, the symptom reported by the customer was not confirmed; a device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. It is recommended that the marketing team inform the customer about the method when connecting the syringes and the risk when an excess of torque is applied.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke on 2 occasions during use. The following information was provided by the initial reporter: material no: 306546 batch no: 0099588. It was reported that the tip of two flush syringes broke while flushing IV lines.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip broke on 2 occasions during use. The following information was provided by the initial reporter: material no: 306546 batch no: 0099588. It was reported that the tip of two flush syringes broke while flushing IV lines.